Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data revealed a pump reboot following a cs 052 call service alarm, as well as multiple cs 054 call service alarms. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the intermittent power issue was not resolved with a battery change. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.